Event description:
It was reported that the ventilator shutdown and had a hardware fault with an audible alarm while connected to a patient. The ventilator was in use on a patient during a three day power outage. The ventilator was being run off of an ac adapter, external battery, and internal battery at times. The ventilator was also next to a partially open garage door to allow the cable to get from the car to the ventilator. No patient harm reported.